Event description:
It was reported via work order that the cot retaining post was loose which could affect securing to the fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.